Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic laparoscopic total hysterectomy, that part of the tissue pad at the tip of their sonicbeat device had peeled off and was lifting off. The tissue pad did not detach completely. The procedure was completed without any delay using a separate product of the same model number. There were no reports of patient harm.